Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. However, insulin pump have a missing segments/partial display anomaly due to cracked lcd zebra connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer reported that they cannot read the time properly and sometimes some part of the time disappeared completely. Customer's blood glucose reading was 160 mg/dl. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.